Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message. The zoll representative (rep.) Pulled the lifeband completely up and made sure that the mannequin and lifeband were aligned then pressed "restart" but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/19/2015. Investigation results are as follows: visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive data was performed and found no faults or errors on the reported event date of (B)(6) 2015. However, multiple ua 18 (max take-up revolutions exceeded) messages occurred on (B)(4) 2015, thus confirming the reported complaint. The reported complaint of a ua 18 message was not duplicated during functional testing. However, the platform displayed a ua 16 (timeout moving to take-up position) message on the first compression. The platform was powered off then back on and continued with functional testing without any user advisory, system errors or warnings exhibited. Please note that the ua 16 observed during functional testing is unrelated to the reported complaint. The platform was then opened for internal inspection. Upon opening the platform, it was found that the load cell amp cable that should have been connected to the j3 connector on the processor board was damaged and disconnected. Please note that the damaged cable is unrelated to the reported complaint. Based on the investigation, the part identified for replacement was the load cell amp cable. The platform underwent and passed load cell characterization testing, which verified that the load cells were connected and functioning properly. The platform then underwent and passed all final functional testing. In summary, the reported complaint of the platform exhibiting a ua 18 was confirmed through review of the platform's archive data. The reported ua 18 was not duplicated during functional testing. Per the autopulse® maintenance guide (p/n 11653-001), ua 18 is an indication that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The reported information indicated that a mannequin was used on the platform at the time of the ua 18 message. However, no information regarding the type of the mannequin was provided. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 18. Therefore, the root cause of the reported ua 18 could not be determined. However, possible causes could be improper installation of the lifeband or related to the type of mannequin used. Unrelated to the ua 18, a ua 16 occurred during testing. The platform was powered off then back on and continued with functional testing without any issues. Also unrelated to the reported complaint, internal inspection of the platform found that the load cell amp cable that should have been connected to the j3 connector on the processor board was damaged and disconnected. After replacement of the load cell amp cable, a load cell characterization test was performed, which verified that the load cells were connected and functioning properly. The platform then underwent and passed all final functional testing.